Event description:
Additional information received via reply card and patient details has been updated.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. A small light fiber-like foreign material was observed. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A small light fiber-like foreign material was observed. The product investigation could not identify a root cause. All lenses are 100% inspected for cosmetic attributes and the small fiber-like foreign material observed would not have met release criteria. Due to the presence of surgical solution and the condition of the returned sample, we cannot verify the lens was in this condition when opened. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, fiber was found on lens and there was a patient contact.